Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy a35 (android 15) with mmt1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. From the logs we see the error has occurred in communication with the pump .whenever the application detects that a pump communication error has occurred and attempts to reconnect to the pump did not restore a normal pump communication . Thus upload fails after trying max attempts for the upload where max attempt is defined as 1 times . Issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: delete the minimed mobile app's memory cache in the android settings: settings, apps, find minimed mobile in the list of apps, storage and cache, clear cache, reinstall the application. As the csr indicates uploads to carelink, it appears the issue may have been resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer cannot succeed carelink upload, loss of communication between mobile app and carelink. The customer reported no adverse event. The event involved product mmt-6101. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non physical device mmt-6101.